Event description:
It was reported that the unit was sent to them for repair because the unit gave an error when the sales rep was installing the software. No patient consequence reported.

Manufacturer narrative:
(B)(4). Date of event: unknown, assumed 1st day of month that complaint was reported information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent per service manual operational and diagnostic analysis confirmed the cooling fan error. The epac top (condor), cable assy, encl./heatsink fan to main, and epac bottom and tape sub-assembly were replaced to address the fan issue. Additionally, an earth ground nut was identified as missing and was replaced. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. Complaint information will be included in complaint trending that is reviewed by the applicable franchise CAPA council on a regular basis to determine if further action is necessary.